Event description:
It was reported that a non-dependent asymptomatic patient present for a regular check up. Interrogation of the device was not successful. An alert message stated that the device was an older one and would not interrogate. No therapy was delivered since last visit. The device was removed and replaced.

Event description:
The lead was capped.

Manufacturer narrative:
Na

Manufacturer narrative:
Upon receipt, the device was found in hardware reset. The memory map indicated that the device experienced a power on reset. The trending data showed that the battery depleted quickly in 2009. The device was tested on the automated test system. No anomalies were detected. Normal current measurements were observed. The battery was returned to the vendor for destructive analysis. The root cause of the battery depletion could not be determined.